Manufacturer narrative:
B5 event description updated additional information received that the patient had a revision surgery on 11dec2020 due to pain and fluid loss.

Event description:
It was reported that the patient was experiencing fluid loss and pain due to possible erosion with his artificial urinary sphincter(aus) device. A revision surgery was performed on the device. A patient outcome was not reported.

Event description:
It was reported that the patient is experiencing fluid loss and pain due to possible erosion with his artificial urinary sphincter(aus) device. A revision surgery has not been performed yet, but the patient would like a revision of the aus device.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined. A complete tear was identified in the balloon kink resistant tubing (krt).the krt was damaged and worn down to the filament. Microscopic examination identified tissue/blood in the krt tubing. The tear is consistent with wear and material fatigue. Product analysis identified a device malfunction that confirms the reported allegations. The cuff tear is the most probable cause for the fluid leak and mechanical issue. The pump component was visually inspected, microscopically examined, and tested for leaks. The pump appeared to have tissue contamination in the pump springs. No leaks were identified in the pump or the kink resistant tubing (krt). The pump was not functionally tested because of the contamination identified and further testing did not deem necessary as a malfunction was identified in the balloon component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events (erosion) and (pain) are included as potential adverse events within the product labeling.

Event description:
It was reported that the patient was experiencing fluid loss and pain due to possible erosion with his artificial urinary sphincter(aus) device. A revision surgery was performed on the device. A patient outcome was not reported.